Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, patient had hematoma prior to the procedure. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation found that the device was returned fully deployed missing the plunger/needles assembly and anterior cuff. The suture was complete, undamaged and free of the device with the posterior needle tip attached and engaged with the posterior cuff with the link attached to the posterior cuff. The anterior end of the link had detached from the anterior cuff and was still intact. No damage to the device was detected that may have accounted for the observed detached link. A possible cause for the detached link may have been during plunger withdrawal, when the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link detachment can be influenced by many factors including, but not limited to, manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there are no other reported or similar cases for a failure to deploy the suture or for a detached link from the anterior cuff with the same lot number. There does not appear to be any indication of a lot specific product quality deficiency. A definitive cause of the reported event could not be determined.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after an unspecified procedure. Reportedly, a hematoma was present in the artery and when the knot was placed it got caught on tissue. The whole device was removed. It is unknown how hemostasis was achieved and how the hematoma was treated. The physician did not feel the device caused or contributed to the hematoma as it was present before the procedure began. The hematoma grew in size after the removal of the proglide device. There were no reported adverse patient sequela. Though requested, no additional information was provided.